Manufacturer narrative:
The customer called in and spoke with the olympus technical assistance center personnel (tac). Tac recommended that the user change the main lamp bulb. At this time, it is unknown whether the device will be returned for evaluation. However, should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
It was reported, the evis exera iii xenon light source was going dim, experiencing an e102 lamp error and causing the spare lamp to engage. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. E102 is a lamp error in which the lamp goes out. More than 7 years have passed since the subject device was delivered, and it is presumed that the lamp reached the lifetime due to long-term use and the emergency lamp lighted up, and then the error in which the lamp goes out occurred. Olympus will continue to monitor the field performance of this device.